Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl the day before calling. The customer stated they had tried three different sets in the last two days. The customer stated that the first set was occluded. The morning of the call, he changed the set and was able to get insulin through, but blood glucose level went up over 300 mg/dl. Blood glucose at the time of the call was 365 mg/dl. The customer treated with the insulin pump and noticed there were air bubbles in the tubing. He stated insulin was used at room temperature and not leaks were found at the infusion set or reservoir. The customer was assisted with priming the air bubbles out and they were successfully removed. Troubleshooting for high blood glucose was declined. The insulin pump, reservoir and infusion set will not be returned for analysis.